Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2102409 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and none of the samples displayed signs of clogging. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. H3 other text : see h.10

Event description:
It was reported that a syringe flu plus 0.25-1ml var dose 23x1 had difficult plunger movement during use..the following was reported by the initial reporter:"we have also just had a syringe the vaccinator was not able to fully depress and so the patient did not get the whole dose (I will do a yellow card)."

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: flu+. Device failure: needle clogged / blocked.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe flu plus 0.25-1ml var dose 23x1 had difficult plunger movement during use.. The following was reported by the initial reporter: "we have also just had a syringe the vaccinator was not able to fully depress and so the patient did not get the whole dose (I will do a yellow card)."